Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 440cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a 440cc mentor memorygel breast implant on both sides and experienced postoperative right-sided grade 3 capsular contracture, confirmed by a physician. The patient presented with pain and discomfort. As a result, the patient underwent bilateral explantation, and replacement surgery on (B)(6) 2019. On (B)(6) 2021, mentor became aware that the patient experienced bilateral capsular contracture; baker grade iii on the right and baker grade IV on the left. This medwatch report is for the patient¿s left-sided device.